Event description:
During baxter's functional testing, it was observed that a spectrum pump had damage to the rear case. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the damaged rear case. The evaluation found signs of over heating on the rear cdase and 6 pin connector. As a result, the rear case has been replaced.